Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the dn strain relief. The rear therapy electrode interconnect cable was corroded. The root cause for the damaged cable could not be positively identified but was likely excessive force. The root cause for the corroded interconnect cable could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) old male pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.